Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided if explanted, give date: not applicable, as the lens remains implanted. Device evaluation: lens remains implanted in the eye. As the product does not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint folder has been created for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was repositioned in a secondary procedure, the lens eventually decentered again. The surgeon stated the only thing that he could imagine that would cause this is possibly a weak haptic. No further information provided. This emdr pertains to the reported second time the same lens decentered. A separate report (manufacturer report number 2648035-2020-00402) has been submitted for the first time the lens decentered and was repositioned.